Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is for 2 unknown screws. Investigation could not be completed, no conclusion could be drawn as no device was returned and a catalog number and a lot number was not provided.

Event description:
Patient was implanted (B)(6) 2010 for a segmental left femur fracture with lateral entry nail, end cap and 4 screws (2 proximal screws and 2 distal screws). 2 proximal screws were removed on an unknown date for unknown reasons. This is report 1 of 1 for complaint # (B)(4).